Event description:
It was reported that the patient had been experiencing increasing pain and nausea, so the valve was explanted.

Manufacturer narrative:
The original report was for a strata ii shunt. The returned product was a strata I, adjustable delta valve, regular. The valve was patent and passed siphon and reflux testing. It was within specs for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.